Event description:
Pt admitted cellulitis of right lower extremity. Warm compressed applied with baxter k-mod 100 heat therapy pump. Pt may have a possible burn. Leg red and tender. Dermatology consult ordered.